Event description:
Reporter form (B)(6) reported debris in sterile packaging. The device was not used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of even is unknown. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).